Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings from sof-tact blood glucose monitor. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the differnece in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.